Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on(B)(6) 2006 at (B)(6). Dr. (B)(6) and dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/07/2017 as follows: patient received an implant on (B)(6) 2006 via the right internal jugular vein due to pulmonary embolism, deep vein thrombosis. Patient is alleging tilt, device is unable to be retrieved, pain.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information added on 11/15/2017: patient is alleging scarring

Manufacturer narrative:
Describe event or problem) changed to: it is alleged that the patient received a gunther tulip filter on(B)(6) 2006 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. (B)(4). Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2006 at (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.